Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and rising. High rv thresholds of >2.5 v noted (B)(6) 2015 and have been rising.

Event description:
It was reported that right ventricular (rv) lead thresholds began to increase and get high after the patient had an magnetic resonance imaging (MRI). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.